Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis indicated the distal lv (low voltage) electrode of the lead was covered in blood. Analysis also indicated the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst indicated that the lead was returned with the helix fully retracted and dried tissue and body fluid in the sleeve-head prevented the helix from extending and retracting. The analyst indicated that this is not a lead failure. (B)(4).

Event description:
It was reported that the right atrial (ra) lead helix would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.